Event description:
A surgeon reported that during implantation of an intraocular lens (iol), the posterior capsular bag was noted to be torn. The association between this event and the iol is not known. Additional information has been requested.

Event description:
The reporting surgeon provided additional info indicating this event was not a product malfunction. The technician accidentally pulled on a handpiece cord resulting in a sudden jerky motion of the surgeion's handpiece which chaused the capsular tear. The pt is in stable condition.